Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed to moisture from sweat. Customer's current blood glucose reading is 122 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.